Event description:
During a dialysis treatment, there was an external blood leak at the sealing plug on the arterial end of the dialyzer. Rinseback was completed. There was no pt injury or medical intervention.